Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that at routine follow-up this implantable cardioverter defibrillator (ICD) was found to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient was hospitalized and the ICD replaced the following day. During the explant procedure, prior to disconnecting the unknown right ventricular (rv) lead, cessation of device output was observed resulting in approximately 20 seconds of asystole as seen via external EKG. Within that time, the physician was able to disconnect the rv lead from the device and connect the replacement ICD and effective therapy resumed. The lead measurements following the procedure were noted to be within normal limits. No additional adverse patient effects were reported. This device is no longer in service.